Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device implanted, experienced recurring incontinence because the device was not working. There was no flow of saline within the device. The aus device was explanted, and a new device was implanted. After the device was explanted, the physician tested the device and no leaks were found. There were no further patient complications.